Event description:
It was reported that the el314 was used during a laparascopic cholecystectomy. It was reported by the affiliate that the applier was loose and lost clips in pt's body. Also the range of jaw opening changed. 06/22/1998 received information from affiliate. The clips were not retrived from the pt.

Manufacturer narrative:
Tracking #.50673. Date sent: 10/13/1998. D6: device returned with no lot identification. H6: misalign jaws. Ligaclip endoscopic single clip applier: the analysis results confirmed that the instrument was returned with the jaw and channel damaged, making the instrument non-functional. While no conclusion could be reached as to how this damage had occurred, the appropriate engineering personnel have been notified and co has documented the reported circumstances and analysis results.